Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs france on (B)(6) 2010 alleging inaccurate erratic readings on their one touch vita meter. The patient noticed the alleged inaccurate readings on the meter 3 weeks ago. She had tested and obtained a 151 mg/dl and a 173 mg/dl less than 20 minutes from one another. At an unspecified time after the alleged issue began, the patient developed symptoms of blurred vision and "cold" in her back. Due to the symptoms, the patient visited her physician and he changed her medication. He had removed amaryl (5mg) from her daily regimen. The patient was not tested on the physician's meter. Product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings she had obtained on her meter, she later developed symptoms suggestive of a serious injury and her physician changed her diabetes medication.